Event description:
At onset of hemodialysis, pt started to cough, developed a rash and rapidly lost consciousness. Sent to hospital via ems. Verbal reports from the hospital indicated the pt had a similar reaction when dialysis initiated using optiflux 160nr. Suspecting a dialyzer reaction, the physician ordered a different type of membrane (cellulose) which the pt tolerated well.